Manufacturer narrative:
Product investigation summary: it was reported that the threaded tip on the extraction screwdriver (352.311) was broken. The returned instrument was examined and the complaint was able to be confirmed as the inner shaft of the device is missing a 2.6mm portion of the distal threaded end. An off axis condition can cause the fracture seen with this complaint, and the force applied could have exceeded the tensile strength of the tip of the inner shaft. Rough handling during sterilization or contact with other instruments may have resulted in this complaint condition. The extraction screwdriver belongs to the vectra, vectra-t, and vectra-one spinal fusion systems. This device is for use in removing screws from existing implants. The applicable technique guide was reviewed for the proper use of this instrument. Proper instructions and caution notes of potential breakage if not used correctly are included. This device is also used to remove screws of the anterior cervical compression system (accs), technique guide. Upon inspection of the returned extraction screwdriver (part 352.311 / lot unknown), the reported condition of broken tip was confirmed. The inner shaft of the device is missing a 2.6mm portion of the distal threaded end. An off axis condition can cause the fracture seen with this complaint, and the force applied could have exceeded the tensile strength of the tip of the inner shaft. Rough handling during sterilization or contact with other instruments may have resulted in this complaint condition. The applicable and related component drawings were reviewed. The drawings call out the appropriated dimensions, the shaft material has changed from 440a or 440b stain steel to custom 465 as has the finishing process for the inner shaft. The inner shaft material was changed and a new shaft was made in which the knob was improved to include the legend ¿fully tighten.¿ the returned shaft does not have the etching ¿fully tighten;¿ therefore, it can be confirmed that the device was made prior to 2009. The failure mode is consistent with either the application of an off-axis load or over tightening the inner shaft into the implant; a definitive root cause was unable to be determined with the provided information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Although the breakage was discovered during the procedure on (B)(6) 2015, no date of event is being reported as it was noted upon assembly of the device that the tip had broken off sometime prior to the surgery. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stylet was discovered to be broken on the extraction screwdriver during an anterior cervical decompression fusion (acdf) procedure using the vectra system. Upon assembling the extraction screwdriver, the broken stylet was discovered. The surgeon had placed a screw, took an image, and realized that the screw needed to be manipulated for a different trajectory. It was noted that the tip had busted off sometime prior to the surgery, but was discovered during the procedure. There was another set available and the surgeon was able to safely remove the screw. The broken stylet and driver were placed off the field and no harm was assessed to the patient. There was an one (1) minute surgical delay. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.